Event description:
Pt had PICC line placed at 18:15 on (B)(6) 2012, by certified PICC line rn using bard tray with sherlock3cg stylet, 5fr 2 lumen catheter. Cxr at 1936, showed catheter in persistent left sided svc with tip approaching coronary sinus. Line was pulled back and repeat cxr at 19:42, showed tip over mid to upper svc. Pt had abnormal anatomy right sided svc. Report showed l shaped wire density overlying left side of heart. PICC line removed at 20:00 due to malposition. Cta performed at 23:52, showed metallic foreign body in left lower lobe of lung measuring 2.2 cm in length x 2.2 mm in width, most likely in endovascular location. Cardiology and cv surgery consults performed. No surgical intervention recommended. Pt returned to medical ICU on (B)(6) 2012, after rapid response for desaturation to 70%. Pt eventually discharged to ltac.